Event description:
It was reported that the bd phaseal¿ injector luer lock n35 experienced luer connection breaks and leaked. The following information was provided by the initial reporter:device used for the reconstitution of cytotoxic drug (endoxan). After connection/assembly of the 2 parts of the device, impossible to inject the solvent (nacl). In fact, it was impossible to push on the syringe / impossible to inject the solvent, then the luer lock part suddenly broke. Additional information received 13-apr-2023: there were no consequences for the patient. On the other hand, the user (pharmacy assistant) injured her wrist following the sudden breakage of a part of the device during the reconstitution of the cytotoxic drug. Yes, after the luer lock broke, the cytotoxic product leaked into the isolator because the closed system normally provided by the device broke.

Manufacturer narrative:
H.6. Investigation no samples or photos received for investigation. A device history review was performed for lot 2202007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. No damage or other defects was observed on any of the product or luer thread. Functional testing was performed, connecting the injector to a sample syringe, and vial according to the instructions for use. Liquid was aspirated from the vial, disconnecting the injector and repeating the process ten times. In all cases, the product functioned properly and there were no issues observed between the connection of the injectors and syringe. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. These tests include visual inspections along with leakage testing and flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 experienced luer connection breaks and leaked. The following information was provided by the initial reporter:device used for the reconstitution of cytotoxic drug (endoxan). After connection/assembly of the 2 parts of the device, impossible to inject the solvent (nacl). In fact, it was impossible to push on the syringe / impossible to inject the solvent, then the luer lock part suddenly broke. Additional information received 13-apr-2023: there were no consequences for the patient. On the other hand, the user (pharmacy assistant) injured her wrist following the sudden breakage of a part of the device during the reconstitution of the cytotoxic drug. Yes, after the luer lock broke, the cytotoxic product leaked into the isolator because the closed system normally provided by the device broke.